Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported shocking where the ins was located. They patient reported that they couldn't sit, lay, or stand- it would just all of a sudden hit them. They would be laying in bed and it would do it. The patient reported that the ins wasn't doing anything right now but for about two weeks they were screaming. They said that sitting and driving when it shocks wasn't fun. They also reported a lot of pain around the ins area and thought it was because it was so close to the top of their skin. They reported this could be painful and this summer they wanted to fish and that it would be hard to fish if they were getting electrical shocks. The patient turned the stimulation up and down and this didn't help. No falls, trauma, or medical procedures were reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative on 2018-apr-12 reporting that around (B)(6) 2018 the patient noticed that using the stimulator increased their pain level in their right leg. The pain in the right leg remained even with the stimulator turned off. For the last 6 months, the patient had also experienced pocket pain. The health care provider (hcp) ordered x-rays. It was noted that the impedance checks were normal. The issue was unresolved at the time of the report. It was unknown if a surgical intervention would be planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the battery was replaced on (B)(6) 2018. No further complications were reported.